Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were responding to button presses and had weak spring back. There was evidence of keypad adhesive contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded, discolored and scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was inserted and the display screen illuminated to normal contrast. A review of the pump history also revealed that the time and date reset to factory settings after the power was reset. The internal battery was found to be leaking and was unable to hold charge. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues noted. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that all of the keypad buttons were hard to press. There was no additional information available for this complaint. In addition, there was no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad issue.